Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf, pfs and medical records received. Ppf alleges pseudotumor, metal wear and metallosis. Pfs alleges pain, loss of function, scarring, psychological and emotional injury. After review of medical records patient was revised to addressed failed right hip arthroplasty with consistent increased metal ions level of cobalt and chromium. Upon entering the joint, there was a brownish fluid basically just looked like water with mud. There was obvious trunnionosis, not on the bearing surface but just distal to the trunnion itself. Doi: (B)(6) 2009 dor: (B)(6) 2020 right hip.